Event description:
The customer stated that she was seen at the emergency room due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she is very brittle diabetic. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.